Manufacturer narrative:
(B)(4). The device is not available at this time, and the evaluation is in process. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a program changed during therapy on the home choice (hc). The technical service representative (tsr) checked the program setting and found that therapy had been changed to hi dose tidal. The tsr changed the program setting back to the original and they then locked the program menu. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the program change. The pd rn stated that the home patient (hp)'s daughter is the only one that touches the homechoice (hc) and she did not make any changes to the hc. Per the pd rn, the technical service representative (tsr) assisted her to make the change to the program and lock the program. The pd rn stated they have not had a problem with the program since and the hp was doing fine with therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported condition of program changed by device was confirmed over the phone via phone fix. The assignable cause of the reported issue of program changed by device was undetermined.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.